Event description:
It was reported that the patient stated a small bolt of electricity came from the battery device and exited the other side of their buttocks from the battery. The patient had impedance testing done since then which showed damage to the 0 and 1 contacts. It was also reported that the patient had a small irritated red circle on the opposite side of the buttocks where the battery was placed. It was noted that a replacement of the patient¿s device was planned but had not yet occurred. The patient¿s status at the time of report was reported as alive with no injury. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that patient's interstim was turned off and the health care provider was waiting to hear back from patient on having her interstim explanted and replaced.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0gcsw, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).